Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states a week prior, she went on vacation soon after she arrived, she reports she "sick with diarrhea constantly". She reports being very ill, and on original date, her blood glucose was "high" per her meter. She was brought to the hospital and diagnosed in diabetic ketoacidosis. Upon admission, her blood glucose was 734 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up detailing the results of the evaluation.